Event description:
A physician reported a hakim valve (ns9008) was implanted via lumbar peritoneal shunt on unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, (B)(4)). The valve was removed on (B)(6) 2023 due to obstructed shunt failure. The schedule for replacement is undecided. Based on information provided by the customer, it is unknown if the patient experienced any signs and symptoms.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot 4175418, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: cuts/tears in the ventricular catheter near the valve were noted, needle holes in the needle chamber were also noted. The catheters were irrigated no occlusions noted but leaked from the cut/tear in the ventricular catheter. The valve was hydrated. The valve was leak tested, leaked from the needle holes in the needle chamber. The valve passed the test for programming, occlusion, siphon guard and pressure. No root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer, is probably due to the damaged catheter, csf leakage and accumulating in an unintended part of the body. The root cause for the damaged catheter is probably due to a sharp or pointed object coming into contact with the catheter, as noted in the IFU silicone has a low cut/tear resistance.